Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 due to sui. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding and dyspareunia.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2015 due to pelvic pain and recurrent urinary incontinence. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 12/3/2015. It was reported that patient underwent fractional d&c and hysteroscopy and thermachoice endometrial ablation on (B)(6) 2013 due to menorrhagia. No additional information was provided.